Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the left foot pedal would not activate when using the bipolar energy. The customer was able to use the left pedal from the second surgeon side console (ssc). The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the intermittent sticking of the left bipolar foot switch however replaced the left foot pedal to correct the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the component involved with this complaint and completed the evaluation. The reported failure was confirmed. In house, when reviewing the logs, there were no errors. The footrest was installed and tested on the test system without any issues. Tested with the pedals to instrument swap and monopolar and bipolar and they worked as expected, all the button on foot switch worked normally and 10 power cycles were performed without any issues. However the blue pedals were stiff to depress.